Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating with the server. The refill reports were outdated, resulting in stockouts and delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.